Event description:
A malfunction alarm was reported with a specific code of 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to using multiple daily injections (mdi) as a backup therapy.